Event description:
It was reported that there was an end of service/end of life message. While the stimulation was turned on, it caused the patient's legs to cramp while lying down or sleeping. Patient stated she tried to decrease stimulation but ended up just turning it off at night. Patient reported she went for reprogramming and the health care provider (hcp) determined the lead was kinked and was able to manipulate it over the skin with her hands. Since then, the patient has been getting leg cramps all night causing her to turn off her neurostimulator device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).